Manufacturer narrative:
The investigation was completed on 13-feb-2024. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number lot 60000266 and no internal actions related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported patient underwent an unknown procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium, and a hemostatic valve leakage issue occurred. It was reported that after mapping the left atrium, the vizigo sheath began leaking at the hemostatic valve when the catheter was being exchanged. This caused a five-minute procedural delay. The hemostasis valve did not dislodge inside or outside of the hub. The brim cap did not become detached from the sheath. No air entered the patient¿s body. There were no patient consequences.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer¿s reference number: (B)(4)